Manufacturer narrative:
The suspect device was not returned for investigation. However, unit screenshot shows press pat prox and press mushroom out of tolerance. Logfiles shows software model ID 24661, 141106 / warning / assertion failed pressure calibration. Vyaire medical is suspecting multiple sensor failure on life block. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to a defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. Adc values of the pressure sensor "press mushroom" on the life board electronics of the life block are out of the specified range, too.

Event description:
The customer reported bellavista1000 having peep too high alarm and the first step of calibration didn't. Furthermore, there was no information for patient harm associated with the event. The customer confirmed that he received this complaint when the device was connected to the patient and disconnection was given.